Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. A device history review was performed for the reported lot 2209021 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, no defects or excess of silicone noticed. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2209021 are within specification limits. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, the excess of silicone noticed by customer may be due to a bad distribution of the material inside the barrel.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: we have noticed to the naked eye that we see some silicone oil in the 50ml luer lock syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: we have noticed to the naked eye that we see some silicone oil in the 50ml luer lock syringes.